Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During support, the patient experienced bleeding at the access site. The repositioning sheath had not been secured with sutures, which led to ongoing bleeding. The physician sutured and secured the repositioning sheath using forward tension suture, and blood products were administered. Additionally, the patient developed limb ischemia, and an external bypass was performed. The patient expired while on impella support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.